Event description:
It was reported that the tip of a plate holding forcep has broken off, possibly during a procedure. The broken tip was found in spd. No one knows what happened to the broken piece and spd does not know which case that day the device was being used in.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no irregularities were found. The product evaluation visual inspection revealed the returned part shows that the tip is broken off on one side of the forceps. The break is at the base of the tip where a plate would be when the forceps are used. The design is acceptable and, based of the deformation at the fracture site and on the remaining tip, the forceps were used for a purpose other than the one intended. Therefore the complaint is invalid. Placeholder.